Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented in clinic for threshold testing, the threshold test continued for 15 seconds after releasing the button to stop the test. The screen was not responding well even after recalibration was attempted. The patient is stable.

Manufacturer narrative:
The programmer was returned for analysis. The touch screen was observed to be scratched. All other analysis was normal. No anomaly was found.